Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned articular surface exhibits signs of use (nicks and gouges) with damage on various areas of the distal surface. The dovetail feature exhibits damage being both flared out and compressed. Device history record was reviewed and no discrepancies were found. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Investigation results concluded that the reported event was due to surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial knee arthroplasty. During the procedure, the surgeon could not get the articular surface to seat on the tibial tray. A new articular surface was used to complete the procedure. No impact to the surgery or patient was noted.